Event description:
Problem reported : the reporter stated that when their 17 yr old daughter was removing a tampon and the string came out without the tampon. When she tried to get the tampon, she couldn't. After 2 hours of trying, we went to the emrgency room. The doctor said that the tampon had migrated as far up as it possibly could go to the cervix. Needless to say, removing this with forceps was quite traumatic for a 17 year old girl who had not yet had her first ob/gyn exam.